Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient experienced vasovagal symptoms. The patient became unresponsive to voices and their blood pressure had dropped. Intravenous fluid bolus was given to the patient and the patient recovered. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.